Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that during testing, transmitter was removed and sensor pulled away as well. It was found that electrode was very short. Customer also reported that calibration was rejected.